Event description:
It was reported that originally after implant the device was ¿superb¿ and it helped. It was noted that the patient had gotten the 16 paddle and it had great coverage in her back and legs. It was noted that the patient ¿bent over and the stimulator shut off.¿ it was noted that the patient went to the doctor and they were not able to get the good coverage back. It was noted that the patient had a new doctor and he wanted to try reprogramming to come up with something better. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# lb8145, implanted: (B)(6) 2004, product type: lead. Product ID: 74001, lot# n210464, implanted: (B)(6) 2010, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n293566, implanted: (B)(6) 2011, product type: screening device. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).